Manufacturer narrative:
PMA/510(k) #: exempt. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported while using the ncircle tipless stone extractor, the dormia (basket) broke off inside the patient during the procedure. Additional information has been requested the basket removal and patient outcome. The surgeon used another device and completed the procedure.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information provided: patient gender ¿ female during the flexible ureteroscopy in the kidney, the ncircle tipless stone extractor basket broke. The surgeon threw away the broken basket and opened a new one to continue the case. No portion of the device separated while inside the patient. No part of the device had to be retrieved from the patient's body. No additional procedures were required and there were no adverse consequences to the patient due to this occurrence. Investigation ¿ evaluation the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, quality control data and specifications was conducted. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted two non-conformance issues. The non-conformances were for quantity incorrect and crimp insufficient. A review of complaint history revealed this is the only complaint associated with complaint device lot number 8222301. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The reported damage during use of the device may have occurred due to excessive force applied during the procedure, but the root cause cannot be determined without the returned device. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.